Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 9.5 cm distal to the is-1 connector pin. All fragments were returned for analysis and visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body. Further inspection revealed a damaged insulation approximately 29.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was partly fractured. These findings can be considered as the root cause for the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis of the returned lead fragments did not reveal any irregularity that may have contributed to the reported clinical observation. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had impedances of less than 200 ohms, oversensing and noise reported. The lead was explanted.